Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft on (B)(6) 2010. The secondary case for this patient was completed on (B)(6) 2017 for an unknown reason and the patient was implanted with an afx vela suprarenal.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; a secondary procedure. Additional findings include: bare metal stent implanted at the initial implant (non-endologix) to cover type ii (intra-operative). A type ia -(small proximal leak) was found 7 day post secondary repair procedure. The patient was confirmed with death due to an unknown cause and time. The most likely cause of the proximal loss of seal was the inability to exclude the aneurysm at implant: or after the secondary endovascular procedure 90 months later. The cause of the persistent leak could not be determined, however it was likely that the anti-coagulation therapy contributed to these events. Procedure related harms included urinary infection problem due to the catheter placement during the secondary endovascular procedure. The patient was discharged home in stable condition. As per medical records patient has expired cause and time could not be determined due to lack of medical information surrounding his death. Notably, the patient had many hospitalization for cancer related issues. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed.these types of events will be monitored and trended as part of the quality system. (B)(4).